Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level of 400 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to manual injections for continued insulin therapy, and declined further follow up from tandem technical support.